Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed and tortuous lesion was located in the ostium of the saphenous vein graft (svg). The lesion was pre-dilated with a 9x2.5mm maverick balloon catheter. The physician successfully delivered a 12x4.0mm promus element stent to the lesion after pre-dilation. After deployment of the stent a dissection was noted distal from the 12x4.0mm stent and delivery of a second sent was attempted. A 20x4.0mm promus element stent was advanced but it would not deliver due to the tortuousity of the target vessel at the distal end of the previously placed stent. The device was removed from the patient and it was noticed that the promus element stent was damaged. The procedure was ended with no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.